Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received calibration required and care link was uploaded. The customer¿s blood glucose level was 196 mg/dl. Other blood glucose value was 300 mg/dl. The customer also stated that they experienced high blood glucose level. The customer declined troubleshooting. The device will not be returned for analysis.